Manufacturer narrative:
Device inspections could not be conducted as the implant was not returned to rti surgical. A DHR review could not be conducted as the lot number remains unknown at this time. It is unknown if a revision took place or if the surgeon intends to revise. Additional information will be added to this report should it become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2019 that a streamline tl set screw had loosened post-operatively.